Event description:
With the light source on standby and the light cord in the sterile field, on the drapes, the drapes started to smoke and patient had a small burn.

Manufacturer narrative:
Defective standby button on front membrane pn: 90500961 confirmed. Defective membrane is being returned to vendor on (B)(4) for investigation. (B)(4).